Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that an extreme decline in auditory performance of the patient was observed by his guardians. A history of head trauma has been denied and problems with the external equipment has been excluded. Testing showed that 10 of the 12 electrode channels have hi impedance.